Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6), 2010.according to the complainant, as a result of the implant, the patient suffered erosion, mesh extrusion, severe persistent pain, nerve damage, weight gain and the inability to perform sexual relations.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.